Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Call was disconnected. Manufacturer has made several attempts to contact customer back. Most likely underlying root cause of malfunction: user has high glucose value. Test strip (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/25/2018. The meter memory was reviewed for previous test result history: hi (B)(6) 2017 02:16:00 pm fasting: yes.